Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user noticed a change in hearing performance with the device in (B)(6) 2024. The user was reimplanted on (B)(6) 2025.

Event description:
The user noticed a change in hearing performance with the device in july 2024. The user was reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.